Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. The fenestrated bipolar forceps instrument was found to have damage of the conductor wire¿s insulation. The instrument passed the electrical continuity test. There were no signs of thermal damage. System logs showed that the fenestrated bipolar forceps instrument was last used on system number (B)(4) on (B)(6) 2020 and it had 8 lives remaining. Although it was reported that the issue was found prior to the start of the procedure, the logs indicate that the instrument was at least installed on the da vinci system. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video was provided for review. Based on the information provided at this time, this complaint is being classified as a reportable malfunction event due to the following conclusion: it was alleged that the instrument had conductor wire damage with no evidence or claim of user mishandling or misuse. Although there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that prior to a da vinci assisted procedure, the wire of the fenestrated bipolar forceps was showing, when the mouth (tip) was open. There was no patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter stated that the issue was identified prior to starting the procedure, when they were inspecting the instrument. The reporter confirmed that the instrument was not used on a patient on the date of the event.